Manufacturer narrative:
As reported by the panda study, the syringes from the first two devices failed to engage on to the luer lock during prep, reportedly since the stopcock luer lock was ¿not a complete circle.¿ therefore, the devices were never inserted into the sheath. The third device was prepped correctly and was inserted into the sheath, however, the sealant sleeve ¿spindle looking structure¿ detached from the shuttle tube and prevented the shuttle cartridge from breaching valve of the sheath. There was no patient injury. Hemostasis was achieved by manual compression, but the duration is unknown. The hospitalization was not extended and the patient¿s status was recovered after the mynx event. The mynx was vcd used after an angiography examination to recheck the (prior) stent implantation. The physician was mynx certified. The patient¿s medical history included the v1 segment of the right vertebral artery stent implantation and arteriosclerosis for 5 years. The brand of sheath used in a procedure was 5f from an unknown manufacturer. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was also not morbidly obese. The sealant was not stuck to device components. The device did not separate inside the patient. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The 5f procedural sheath was abutting the balloon. The sealant sleeve was displaced and sliding on the polyimide shaft. The sealant was not returned with the device. The catheter, procedural sheath and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. This received condition indicates the sealant sleeve displacement probably occurred during shuttle insertion. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended. A product history record (phr) review of lot rd1903501v revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿component issues¿ could not be confirmed as the devices reporting the stopcock shape/connection issue were not received. However, the reported ¿shuttle advancement issue¿ was confirmed for the returned device as it was received with the sealant sleeve displaced from the shuttle end, which prevented the shuttle cartridge from breaching the valve of the sheath. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is unknown what may have contributed to this sealant sleeve displacement/shuttle advancement issue; however, it¿s most likely due to handling factors as the sleeve is intended to move proximal when inserting the shuttle into the sheath. Without return of the other two devices, it is not possible to determine what may have contributed to the stopcock issue reported. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Then, to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Also, IFU says, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Please note updates to section e regarding the name of the physician, reporting facility and its address. Name of the physician: dr. (B)(6). Address: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the panda study, the syringes from the first two devices failed to engage on to the luer lock during prep, reportedly since the stopcock luer lock was ¿not a complete circle.¿ therefore, the devices were never inserted into the sheath. The third device was prepped correctly and was inserted into the sheath, however, the sealant sleeve ¿spindle looking structure¿ detached from the shuttle tube and prevented the shuttle cartridge from breaching valve of the sheath. There was no patient injury. Hemostasis was achieved by manual compression, but the duration is unknown. The hospitalization was not extended and the patient¿s status was recovered after the mynx event. The mynx was vcd used after an angiography examination to recheck the (prior) stent implantation. The physician was mynx certified. The patient¿s medical history included the v1 segment of the right vertebral artery stent implantation and arteriosclerosis for 5 years. The brand of sheath used in a procedure was 5f from an unknown manufacturer. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was also not morbidly obese. The sealant was not stuck to device components. The device did not separate inside the patient. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The 5f procedural sheath was abutting the balloon. The sealant sleeve was displaced and sliding on the polyimide shaft. The sealant was not returned with the device. The catheter, procedural sheath and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. This received condition indicates the sealant sleeve displacement probably occurred during shuttle insertion. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended. A product history record (phr) review of lot rd1903501v revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿component issue¿ was confirmed for the returned device as it was received with the sealant sleeve displaced from the shuttle end. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what may have contributed to the reported stopcock issue as the returned device was able to be connected to the syringe appropriately. However, the sealant sleeve was displaced on the received device, which reported resulted in a shuttle advancement issue, which was not confirmed during analysis as it could engage the tamp lock. It is unknown what may have contributed to this displacement, however, it¿s most likely due to handling factors as the sleeve is intended to move proximal when inserting the shuttle into the sheath. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Then, to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Also, IFU says, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the panda study, the device was prepped correctly and was inserted into the sheath, however, the sealant sleeve ¿spindle looking structure¿ detached from the shuttle tube and prevented the shuttle cartridge from breaching valve of the sheath. There was no patient injury and the device will be returned for analysis. Hemostasis was achieved by manual compression, but the duration is unknown. The hospitalization was not extended and the patient¿s status was recovered after the mynx event. The mynx was vcd used after an angiography examination to recheck the (prior) stent implantation. The physician was mynx certified. The patient¿s medical history included the v1 segment of the right vertebral artery stent implantation and arteriosclerosis for 5 years. The brand of sheath used in a procedure was 5f from an unknown manufacturer. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was also not morbidly obese. The sealant was not stuck to device components. The device did not separate inside the patient.